Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, loss of capture was noted. During lead repositioning, the lead helix retracted normally but after repositioned tissue obstruction prevented further redeployment. The lead was explanted and replaced. The patient was in good condition before, during, and after the procedure and will be followed up normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.